Manufacturer narrative:
The insulin pump passed self test, prime test, excessive no delivery test and displacement test. No a12 alarm, no a20 alarm and no e13 alarm noted. No unexpected no delivery alarm noted during our testing. However, the insulin pump was received with minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer stated that she received clock monitor frequency error alarm, watchdog timeout alarm, no delivery alarm and internal clock comparison error alarm. The customer stated that the insulin pump would countdown then would get stuck. The customer's blood glucose was 427 mg/dl at the time of incident. The customer stated that the high blood glucose was able to treat with the insulin pump. The customer stated that the alarm kept recurring. The customer was unable to go to menu and was unable to troubleshoot. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.